Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient's caregiver reported that when the patient completed the treatment the patient observed evidence of a fluid leak when removing the cassette. No defects was observed with the cassette. No cycler alarms was reported when the treatment was performed or when the leak was observed. The set was not made available for evaluation. During follow up the patient's peritoneal dialysis nurse indicated that the patient was not treated with prophylactic antibiotics and remained asymptomatic. Patient performed continuous ambulatory peritoneal dialysis until the replacement cycler arrive.